Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced loss of consciousness. At an unspecified time of the event the cgm was reading 18.0 mmol/l and the blood glucose reading was 1.2 mmol/l. The building manager assisted the patient and treated her with glucose. There was no medical intervention documented. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.